Event description:
Reportedly the patient underwent a tah procedure in 2003. 8 days later the patient was brought back to the or because pt experienced an evisceration at the original incision location. The doctor removed the remaining sutures and resutured the incision with surgipro suture. Fascia, thick tissue. In 2003, pt., completed a tah with dr. 8 days later, pt., was brought back for evisceration. Surgeon did pull remaining suture out of the pt. Surgeon then used sp690, lot unknown, which broke twice, once by tying, and then surgeon broke it for proof.